Event description:
It was reported per medwatch report that there was an intra-operative discovery of an intra-aortic balloon pump (iabp) leak at external sheath cover. They were having multiple he (helium) loss alarms. The perfusionist stated that he had been told by the rn that was caring for the pt prior to going to the operating room (or) that she had put a dressing at the insertion site and then "applied pressure." The perfusionist did not know how much pressure was used. They have been having he loss alarms while in the operating room. The perfusionist also stated that it appeared that the "metal tube" had migrated and the sheath appeared to be "pulsating" with the balloon inflation. The clinical support specialist (css) asked the perfusionist if there was any blood in the gas lumen and he stated that there was not. The perfusionist stated that if any point that were the case they would immediately remove the intra-aortic balloon (iab). The perfusionist stated that the surgeon pulled back slightly on the iab which stopped the sheath from "pulsating." The surgeon also decided that the pt no longer required the iabp so they would remove it once the pt is back in the intensive care unit (ICU). According to the perfusionist they are running the pump in 1:8 with no alarms or issues. They also reduced the volume to 20 cc and this is a 40 cc catheter. The css informed the perfusionist that it is recommended that only 1/3 the full volume be removed, which is 27 cc. The perfusionist stated that he would increase the volume up to that. The surgeon feels that the pt will be fine and they will remove the iab in the ICU.

Manufacturer narrative:
Sample will not be returned for eval.